Event description:
Using cvs health combo covid-19 & flu a/b test; 2 tests in package. Purchased at local cvs store back in june, and used one of the two tests then - no issue. Attempted to use second test and found that the "extraction tube tip" was solid. There was no hole or path through it to allow drops of collected sample to be deposited on the test cassette. I tried notifying both store and cvs phone number in package about defect but they only were concerned about whether I was seeking a refund. They didn't want any other info like lot or other data. Packaging gives an item number of 641986, and visually matches same item number at cvs website: https://www.cvs.com/shop/cvs-health-combo-covid-19-flu-a-b-antigen-test-2-CT-prodid-641986 lot number from package with defective part 2503319den I did use another covid test I had from the usps distribution. After following the instructions for that test, I tested positive for covid and am seeking treatment. Unable to complete test due to defective part.